Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that high out of range pace impedance measurements were record when it comes to this right atrial (ra) lead and device. No action was taken. No adverse patient effects were reported.